Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2010 reporting a blood spill into their orthopat machining causing it not to power on. No injury or reaction was reported. Evaluation of the returned device confirmed a major blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting a blood spill into their orthopat machine causing it not to power on. No injury or reaction was reported.